Event description:
Greenlight moxy fiber aiming beam illuminating through end of side fire fiber after 2 minutes and 17 seconds of use. Exchanged for "like" fiber which worked without issue. Diagnosis or reason for us: greenlight laser tur of prostate.